Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient and healthcare provider (hcp) regarding an implantable neurostimulator (ins). Patient called with the hcp on the line, stating that yesterday, they had a revision due to lead migration to t12. Hcp stated they were able to move the lead back to t8. The patient's device is not working and they are in need of re-programming. Additional information was received from patient and hcp. The reason for call was patient reported that they had a revision done last week, and they were back at their doctor's office to get the staples out and turn their stimulator back on. Patient confirmed they can turn their handheld device on and patient then clarified that the stimulation was not working. Patient then passed the phone to their hcp who mentioned the patient's left lead migrated all the way down and the patient was experiencing discomfort. Hcp then mentioned they had to insert the other left lead all the way to t8 and confirmed the right lead was functioning. Hcp mentioned that before they close, the manufacturer representative (rep) usually checks but was unable to do so this time. Hcp mentioned they didn't have a rep there when they were d oing the revision. When asked for event date, of lead migration hcp mentioned about a month ago. Agent reviewed roles and provided patient with nas number. The patient was redirected to their hcp to further address the issue.